Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00331 on 23-jun-2020. Additional information (16-jul-2020): siemen's field account specialist has instructed the customer to store all solutions inside the boxes. The atellica ch cleaner is to be stored in an upright position. The outer box has two up arrows on the left and right sides, the atellica ch system fluids instructions for use (IFU) indicates the product is to be stored in an upright position. No response from the customer has been received after three requests for additional information about the storage and handling of the atellica ch cleaner bottles. Siemens headquarters support center (hsc) has reviewed the information provided and concludes that it is not a systemic reagent lot or method issue, there is no evidence of a product non-conformance. Hsc concludes this is an isolated incident of atellica ch cleaner (lot 120912) breaking and splashing into the face of an operator. No further action will be taken for this issue. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that an operator was splashed with potential hazardous material (atellica ch cleaner lot # 0000120912) when picking up container from the cabinet. Customer reported that the atellica ch cleaner bag broke and drops of the cleaner fluid splashed into the operator's eyes and the operator required medical attention (eye drops). The operator was wearing personal protective equipment (ppe), such as gloves, lab coat, and face mask. Siemens is investigating the issue.

Event description:
Customer reported that the operator was splashed with potential hazardous material (atellica ch cleaner lot # 0000120912) when picking up container from the cabinet. Customer reported that the atellica ch cleaner bag broke and drops of the cleaner fluid splashed into the operator's eyes and the operator required medical attention (eye drops). There were no slips, trips or falls associated with this incident. The operator was wearing personal protective equipment (ppe), such as gloves, lab coat, and face mask. There are no known reports of patient intervention or adverse health consequences due to the event.